Event description:
Event description guidant received information that that the ventricular lead model 4087 had completely dislodged as seen on an x-ray. The atrial lead model 4086 was pulled back but still attached to tissue.